Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "circuit melted". No patient injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported "circuit melted". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one full 870-19kit circuit for investigation. During visual inspection four large melted sections were observed. Two of the melted sections had melted all the way through the tubing. It was observed that there were no breaks or bunches of wires in the tubing. The heated wires used in this circuit were insulated with a clear plastic flexible insulator coating with blue stripes. The melted sections of the tubing were located at 33.5", 36", 39", and 45" from the elbow connector end. The melted portions of tubing measured approximately 1.5", 1.75", 2", and 1.25" in length respectfully. The resistance of the circuit was measured to be 13.6 ohms, which is within specification of 12.8-14.3 ohms. The IFU for this product states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials." The complaint of a breathing circuit melting has been confirmed. Since all heated wire circuit product codes are inspected 100% before leaving the manufacturing facility, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unintentional user error. No further action required. Teleflex will continue to monitor and trend on complaints of this nature.